Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Similar product to 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested nasal kitted swab . Repeat testing was not performed. Pcr confirmation testing was performed at out source the following day using a saliva sample that generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.